Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device "messed up" a skin graft. A new skin graft had to be harvested from the patient and used instead. A second dermatome blade was used to complete the procedure without incident. Additional information was received on february 1, 2017 stating that a new skin graft had to be harvested from the patient because the first one was damaged by the blade. A second zimmer dermatome blade was used without incident. Unfortunately, we do not know which lot number was associated with the blade¿s successful use and which was associated with the damaged skin graft. There was an approximate 30 minute extension/delay in the surgical procedure and the normal surgical technique was followed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00880000010, lot number 63427596, identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.